Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex subsidiary employee via email that an ar-1380tc full thread cannulated biocomposite interference screw broke when it was inserted half way. The broken fragments were retrieved and another ar-1380tc full thread cannulated biocomposite interference screw was used to complete the case. This was discovered during an aclr on (B)(6) 2023.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation was not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.